Event description:
The customer observed falsely elevated wbc counts for one patient while using the cell-dyn 3700sl analyzer. The customer indicated an initial result of 1520 (unit of measure not provided) and a retest result of 370, which was deemed correct. There was no impact to patient management reported due to these results.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument by the abbott field service engineer (fse), a search for similar complaints, and a review of labeling. The fse resolved the issue by replacing three (3) solenoid valves and the hgb line tubing. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the cell-dyn 3700sl analyzer, list number 02h31, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.